Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted and the usb port was damaged which impacted the charging of the battery. There was no reported impact to customer's blood glucose and customer declined tandem technical support's offer to follow up.